Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the left ventricular lead exhibited high capture thresholds. The patient status was unknown. No further information was reported.

Event description:
New information noted the patient presented remotely via merlin.net. No changes or interventions were performed; the physician elected to monitor the lead.